Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, specificity testing, a review of labeling, and a review of manufacturing records. The customer reported potential (B)(6) results for 2 patient samples when using architect (B)(6) reagent, list number 6c29-27, lot number 59221li00. There were no returns available for this investigation. A review for similar complaints determined that complaint activity was normal and no trends were identified for lot 59221li00. A retained kit of lot number 59221li00 was tested in a specificity set-up. All control values met specifications and no (B)(6) results were obtained. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, it was determined that the architect (B)(6) reagent, lot number 59221li00 is performing acceptably.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29, that has a similar product distributed in the us, list number 6l27.

Event description:
The customer stated that the architect analyzer generated (B)(6) results on two patient samples. The results provided were: pt#1 = 1.04 / 1.03s/co (>/=1.00s/co = (B)(6)) / another method = (B)(6); pt#2 = 1.03 / 0.97s/co (<1.00s/co = (B)(6)). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended, and conclusions code was corrected in evaluation codes from (B)(4).